Event description:
A report was received that the patient was experiencing pain from the stimulation. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain from the stimulation. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4). Description: artisan surgical lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was also reported that the patient wanted the system out for inadequate relief of pain. No device malfunction was suspected. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.